Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "cassette not attached properly," alarm. Functional testing involved a cassette latch test and showed that the pump displayed "cassette not attached properly" during the test. The investigation determined that a faulty downstream sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a cassette error alarm when the latch was closed. Per reporter there was no patient involvement. No adverse effects were reported.